Manufacturer narrative:
Investigation not complete. Product has been returned. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, patient complained of ulnar pain greater than usual from plate. Plate was removed.

Manufacturer narrative:
Visual inspection of the returned parts found that on the 3rd hole there is particular matter. Cleaning with alcohol removed (wiped out) most of the residue. The complaint was not confirmed. Based on analysis, a definitive root cause could not be determined; however the most likely root cause was due to the residue from the patient body. With plate were received 7 screws; they are not a subject of the complaint. They most probably belong to the plate.